Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted a non-recoverable alarm 64 (control processor). They are replacing the arctic sun device and not in the room just wanted to report the issue. Explained the non-recoverable error might be resolved by simply powering device off/on again. Advised repairs are handled by local biomed. They would have them pick up the device and page the help line if they have any more issues. No further pages from this account overnight. Per follow up information received via task on 03feb2026, transferred to the biomed. Spoke with biomed who denied receiving any devices this week and would be able to better assist with a serial number and suggested contacting the original nurse.

Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. They are replacing the arctic sun device and not in the room just wanted to report the issue. Explained the non-recoverable error might be resolved by simply powering device off/on again. Advised repairs are handled by local biomed. They would have them pick up the device and page the help line if they have any more issues. No further pages from this account overnight. Per follow up information received via task on 03feb2026, transferred to the biomed. Spoke with biomed who denied receiving any devices this week and would be able to better assist with a serial number and suggested contacting the original nurse. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted a non-recoverable alarm 64 (control processor). They are replacing the arctic sun device and not in the room just wanted to report the issue. Explained the non-recoverable error might be resolved by simply powering device off/on again. Advised repairs are handled by local biomed. They would have them pick up the device and page the help line if they have any more issues. No further pages from this account overnight. Per follow up information received via task on 03feb2026, transferred to the biomed. Spoke with biomed who denied receiving any devices this week and would be able to better assist with a serial number and suggested contacting the original nurse.